Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery a pipeline was stuck at the proximal end/shaft of the phenom (right after the hub). Resistance was felt immediately after inserting the pipeline into phenom27. The pipeline was pulled to collect it, but it was stuck. Each of the 27 phenoms after the delivery separation. The physician did not retract the microcatheter and eliminate the slack in the microcatheter in order to eliminate the stuck. Damages to the microcatheter and delivery pusher were unknown. The pipeline was used for an indication that is not approved (off-label) - icc 2-3 aneurysm 6mm, not ruptured. The reported device and any accessory devices were prepared and the catheter was flushed with heparin-added saline during the procedure as indicated in the instructions for use (IFU). No patient symptoms or complications were reported. Additional information was received stating that the location of the aneurysm "ic c 2-3" meant the fisher class c2-c3. The location of the aneurysm corresponded to c6 - ophthalmic. The largest diameter of the aneurysm was 7mm. The neck diameter was 4mm. Regarding the pipeline after collection, it was strongly pulled out and the bumper of the pipeline and the delivery wire were torn off. It was unknown if there was any deformation or breakage observed in the phenom catheter after collection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported vessel tortuosity was normal. The samae sized pipelin was placed to complete the procedure. The cause of the separation was due to being pulled out strongly. It was clarified he place that the pipeline and delivery wire are connected was torn off. The pipeline was stuck in the catheter. Only 1 phenom 27 catheter existed. There was separation of the pipeline not the phenom. The resistance was just after inserting into the hub.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield and phenom 27 outer cartons and inner pouch. The pipeline flex shield pushwire device was returned outside the catheter. However, the pipeline flex shield braid was returned within catheter. For further examination, the catheter was cut to remove the braid from the catheter hub. ¿ damage location details: no bend or kink was found with pushwire. In addition, the pushwire was found to be separated/broken proximal to the dps sleeves. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defect was found with pads. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. ¿ testing/analysis: the broken ends were sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance during delivery as the pushwire was found to be damaged and braid was stuck within catheter hub. In addition, the pipeline flex shield pushwire was separated/broken proximal to the dps sleeves. From the damages seen on the pipeline flex shield braid (fraying), hypotube (stretching), and pushwire(separated/broken); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Per the sem result, the broken end failed via rotational overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.